Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64x44mm diameter abdominal aortic aneurysm. The patient had a proximal aortic neck diameter of 26.8-30.4mm and neck length of 13mm. It was reported that during the index procedure, it was noted that the patient had a hostile neck anatomy with a very short distance of approximately 6mm from the lower right renal artery to the ostium of the slightly saccular aneurysm. After cannulating the right renal artery, a balloon expandable renal stent was positioned at the planned implant site. Without deploying this stent, the implantation process of the endurant iis stent graft was started. The proximal edge of the endurant iis was deployed from just below the higher left ra and then by landing two stents on the right wall. An excluder limb was additionally implanted and landed on the left and right cias (common iliac arteries), respectively. After touch-up in the proximal area using a balloon catheter, the balloon expandable renal stent placed at the right ra was deployed, and blood flow was secured. Final angiography showed that a type ia endoleak was present. Touch up was performed again with another balloon to reduce the gutter as much as possible and after removing the balloon placed in the ra (for the renal stent), angiography was performed again. This showed that the endoleak, although decreased, still persisted. The physician assumed that the endoleak was originating from the wrinkles on the graft material at the first stent as well as the gutter of the bare stent and so completed the procedure with an expectation that the endoleak would eventually be resolved after heparinization followed by gradual thrombogenicity. It was reported that a contrast CT post procedure revealed that the endoleak was resolved. It was noted that the gutter leak was occluded as the physician expected. As per the physician, the cause of the event is anatomy related and it was noted by the physician that additionally it might have been better to implant the device from just below the higher left renal artery by sacrificing the right ra so that any wrinkles and the gutter endoleak could be prevented. No additional clinical sequelae were reported and the patient is fine.